Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an ICD replacement procedure, high pacing impedance and lead noise were reported on the right ventricular (rv) lead. The rv lead was capped and remained implanted in the patient. The patient was stable.